Event description:
It was initially reported that the device was displaying a service light and had three error codes logged in memory. Upon evaluation by physio-control, it was observed that there was a failure of the device to deliver therapy. There was no report of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The therapy pcb assembly and the defib storage capacitor were replaced and then proper device operation was confirmed through functional and performance testing. The device was returned to the customer. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was a shorted transistor, designator q18, on the therapy pcb assembly. This failure would prevent therapy.